Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their implant was implanted "in the wrong place." The device was replaced 15-18 months later. No further device issue alleged/identified. No further patient symptoms or complications were reported.